Manufacturer narrative:
The device used in the reported event was requested however to date it was not returned for evaluation.

Event description:
A report from a user facility in the (B)(4) stated that according to the surgeon, during phaco 2, the irrigation stopped, causing the posterior capsule to break. Surgeon had to perform an anterior vitrectomy.